Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced phrenic nerve stimulation by the left ventricular (lv) lead. It was noted that the patient became hypertensive due to ¿psychic stress¿ related to the stimulation. Reprogramming was performed and the lead remains in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.